Event description:
It was reported that the patient was receiving an overstimulation sensation. The patient stated his stimulation was too "strong and potent" and prior to (B)(6) 2012 the patient felt a "jolting sensation". On (B)(6) 2012 the patient stayed overnight in the hospital due to a bowel blockage with severe stomach pain, which was cleared up. The patient stated his stimulation worked "a little better" the morning of the report, but was still "a little high" for him. The patient was assisted in adjusting his adaptive stimulation, which he stated "felt better".

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).